Event description:
Breast implants causing systemic inflammation, multiple autoimmune disorders including vitiligo, reynaud's, hashimotos constant illness leading to two episodes of sepsis requiring hospitalization barely survived. Constant joint pain. Ataxia, brain fog, diaphoresis. I'm an ER trauma nurse and I can't work due to symptoms. Nausea to the point I can't eat and lost 60lbs. Bed bound. Please do your job and take these off the market, they are harming women; they did not deserve to be grandfathered in these are harmful devices we were not told about the risks. Americans are counting on you for our safety. These are human lives this isn't about profit. Believe women and their symptoms, we are not making this up. How am I a medical professional with implants and had never even heard of an autoimmune cancer specifically attributed to breast implants? Do better. Would you want your wife, mother or daughter suffering in this way? These implants are all dangerous silicone is full of heavy metals it is not inert putting saline inside a casing of silicone does not make it safer. FDA safety report ID # (B)(4).